Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis of an unknown stent located in the moderately tortuous and severely calcified coronary artery. Following intravascular lithotripsy, a 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.